Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm confirmed in the device history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error during self test. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.